Event description:
The pt called lifescan (lfs) 2005 and alleged that his meter was reading inaccurately high. The pt obtained results of 307, 295, and 276 mg/dl. The tests were performed at different times (not back to back). The pt was comparing these results to normal readings/feelings, which is considered an anecdotal comparison. No symptoms were reported at the time of testing. He contacted his physician for assistance and he received diabetes treatment advice. No medical intervention was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, both failed. This complaint is being reported as a malfunction because there is evidence of a meter malfunction (the control solution test failed) and there is no evidence of the meter contributing to a serious injury (the pt did not report any symptoms with the results reported, nor did he receive any medical intervention). A replacement meter is being sent to the pt.